Event description:
Reporter indicated that patient began to have ringing in left ear (mid to 08/2001). When patient presses on ear, the pt has pain. The next month the patient began to have shaking in left hand. Patient has been on dilantin and clonazapam up until the end of 08/2001. Patient is currently on neurotonin (200mg 3 times/day). Patient explains that the neurotonin gives the pt a tingling feeling.